Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer (fse) reviewed the logs, which showed entries indicating kernel power manager-initiated shutdown transition for each event. The customer subsequently moved the power cord to a different outlet. Since then, the issue had not reoccurred, and there have been no further power-failure events. The root cause of the issue was loose power cord. No issues are present at this time. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was on black screen and an error message stating "ac power not recognized" was reported followed by unexpected shut down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.